Manufacturer narrative:
A steris service technician arrived at the facility, inspected the unit and found the integral steam generator heater contactors became fused due to excessive heat during operation of the sterilizer. The fused contactors allowed excessive steam buildup in the generator boiler. Once the sterilizer pressure reached 100psig, the pressure relief valve was activated as designed releasing the excessive steam buildup from the generator. The technician replaced the heater contactor, heater element and pressure relief valve. The unit was tested, confirmed to be operating to specification and was returned to the customer. The unit was installed in july 2005 and is currently under a steris service contract. The last pm for the unit was performed on (B)(4), 2013 at which time no issues were noted.

Event description:
The user facility reported their steam sterilizer had leaked over the weekend, filling the room with steam. Facility staff was not present at the time of the leak and the fire department was not dispatched to the facility. When staff arrived monday morning, the room had excessive moisture on the floors, walls and ceiling. No procedural delays/cancellations or injuries were reported with the event.